Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, coronary artery bypass treated a coronary artery occlusion intraoperatively. It was reported that the patient tolerated the procedure well. The reported event cannot be confirmed with the available information. However, there has been no indication or allegation of a product malfunction. The instructions for use (IFU) were reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It instructs the user how to properly size the valve for supra-annular or intra-annular implantation and to ensure that the coronary ostia are not obstructed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve was implanted and a CABG was performed due to concerns about impingement or partial occlusion of the ostium of the rca. Patient was discharge to rehabilitation on pod #23. It learned that the patient expired at a later date due to unknown reasons. Per medical records, this case involved a (B)(6)-year-old female hld, htn, obesity, copd, af, tia, mvr and mitral valve repair. She presented with shortness of breath. She was found to have mitral valve stenosis/mitral insufficiency and aortic valve regurgitation. She underwent a CABG and avr. The existing aortic valve was excised. The subject device was lowered and sutured in place. The surgeon noted that there was concern about the distance between the stent of the graft and the coronary ostia. An attempt was made to come off the cpb pump and it was noticed that the right ventricle was struggling. The decision was made to bypass the right coronary artery in order to make sure that the rca had not been occluded by the struts on the valve. After the completion of the bypass, she was weaned from cpb with difficulties on moderate inotropic support. Echocardiogram revealed that both valves were functioning as intended. She tolerated the procedure well and was transferred to post operative care unit in stable condition. She continued to make progress post operatively and was discharged to a rehabilitation facility on pod #23. The patient was sent to hospice care where continued to have copd with respiratory distress. The patient continued to show decline. Per follow-up with the nurse, she believes the patient expired.